Manufacturer narrative:
(B)(4). Date sent: 7/10/2023. D4 batch #: a9c73d. The following information was requested, but unavailable: did the patient experience any adverse consequences due to this issue? Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad shifted to the proximal side. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test handpiece and tested on a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was then connected to the eeprom reader, the eeprom was found to be corrupted. The device was disassembled to verify the internal components, and no anomalies were noted. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Tissue pad shift is not a common occurrence; it is possible that the pad tip made contact with something that could have shifted it. It is possible that the issue encountered was due to the hp054 handpiece contacts being dirty. It is recommended that the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in lost device function. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9c73d, and no non-conformances were identified.

Event description:
It was reported that during a nephrectomy the new probe is not working and showing error as replace instrument when customer opened and connected to generator. The procedure was completed successfully.